Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device displays error message "paddle fault" when paddles are attached. The complainant indicated that there was no pt involvement in the reported failure.